Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient demonstrated twiddler's syndrome. Twisting of the device led to dislodgement of the right ventricular and right atrial leads. Both leads were noted as having been completely pulled back into the pocket. The leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.